Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unopened unit and one un-retracted unit without the catheter adapter assembly. In addition, six photos were received. Through the visual inspection, damage was not observed. The buttons of the two units were compressed and the sealed unit retracted while the opened unit did not. Resistance was felt on the button around the hub. Further microscopic inspection of the hub was performed. It was found that adhesive was present outside of the needle wall and has adhered the button to the hub preventing retraction from occurring. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Adhesive on the outside of the hub may occur due to station or part misalignment or adhesive buildup on the nozzle. Operators are to inspect for adhesive on the outside of the hub and button per the sampling plan. Inspections are also performed during setup and downtime. Maintenance is also performed periodically to ensure proper function of the machine. The maintenance records were reviewed and verified to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. After catheter placement, the hcp pressed the button but the needle was not retracted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in experienced a needle that would not retract. The following information was provided by the initial reporter: this is a report about needle retraction failure. After catheter placement, the hcp pressed the button but the needle was not retracted.